Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the cup has not been explanted. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted with a zimmer mmc cup 52mm/44mm code j on the right side on (B)(6) 2010. It was reported that the patient experienced a dislocation on an unknown date and developed a greater trochanteric fracture, probably related to the dislocation. The patient is having significant pain. The patient underwent a revision surgery on (B)(6) 2013 following the dislocation and fracture, but the zimmer mmc cup was not removed during this revision surgery.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. Review of incoming information: it is reported that a patient underwent the second revision due to dislocation and probably, due to this dislocation she had a greater trochanteric fracture. Neither x-rays nor product were available for investigation. However, the dislocation of large diameter head occurs most probably due to malpositioning. However, it is also possible that a migration due to loosening change the inclination angle of the stem respect to the cup (cup was found to be well fixed and therefore not loose). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).